Event description:
It was reported that the patient is deceased and the lead, which had previously been capped, may have had an interaction with the active defibrillation lead resulting in a decrease in the amount of joules delivered when ventricular fibrillation was detected.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the proximal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breach (non-electrical), the outer insulation was breached cut, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. This is one of two reports that includes devices implanted at the time of the patient death. See manufacture report numbers: 2649622000-2011-03309, 6000094000-2011-00354.